Event description:
A user facility reported to olympus that ultrasound image failed to be visualized with the evis lucera ultrasound gastrovideoscope. The event occurred during an unknown diagnostic operation. During a standard service inspection of the customer returned device, probe detachment was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, probe detachment was noted. In addition, angle play, bending section cover adhesive float, tube scratch, missing part of the ultrasound image, and missing sound line were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Corrected fields: (information inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the probe was detached but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using the subject device.